Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and the difficult or delayed positioning associated with leaflet capture and grasping resulting in entrapment of device appears to be related to patient morphology/pathology (atrial dilatation). The reported image resolution poor appears to be related to patient morphology/pathology and procedural circumstances as difficulties with visualization due to patient anatomy and equipment were reported. Foreign body in patient appears to be related to the procedural circumstances of the clip becoming entangled in the anatomy. Foreign body in patient is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The unexpected medical intervention, surgical intervention and foreign body removal were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Two additional mitraclip devices referenced are filed under separate medwatch report numbers.

Event description:
This report is being filed as the clip became stuck on chordae and was deployed in that area. It was reported that on (B)(6) 2021, the patient presented with mixed mitral regurgitation (mr) grade 4+, atrial dilatation, and a posterior leaflet length approximately 14mm. Reportedly, the mitraclip procedure was performed with difficulty in visualization due to anatomy and equipment. The first mitraclip was unable to capture and unable to grasp the leaflets. The device was removed without issues reported. There was no patient injury associated with this issue. Once the first ntr clip was removed, both grippers were no longer responding to commands due to excessive manipulation. Standard troubleshooting was performed but the issue remained. Another mitraclip advanced and successfully captured the a2/p2 segment in the central-lateral position. Once deployed, residual regurgitation was observed medial. Reportedly, this clip was successfully implanted. There was no adverse patient effect or device issue regarding this device. Another ntr mitraclip advanced. This clip was unable to grasp and unable to capture the leaflets. Due to maneuvers performed in the left ventricle, a new chordae rupture was observed, along with worsening residual mr. This mitraclip was not deployed and the device removed without further issues reported. In replacement, an xtr mitraclip was attempted (cds0602-xtr, 10722r105). This clip was difficult to grasp and capture the leaflets. During attempts to capture both leaflets, this clip became stuck in the sub-valvular apparatus (on chordae) and had to be deployed in that location. The mr was graded 4. On (B)(6) 2021, the patient went for a mitral valve replacement, explanting the implanted clips. No additional information was provided regarding this issue.